Event description:
During a follow up, several episodes were found in the device memory. Noise was noticed on the rv channel causing the vf diagnosis by the device. Only one episode was delivered to the patient. The noise was reproduced by moving the ICD. During explant, the physician noticed an insulation fracture on the lead body possibly due to the friction of the ICD can.

Manufacturer narrative:
The field experience was confirmed. Analysis noted insulation abrasion at 17.5 cm from the connector, exposing the metal wires. The lead abrasion is consistent with that produced by friction with the ICD can. The electrical characteristics of the lead were found to be normal. The reported noise problem may occur when exposed metal of the sensing coil comes in contact with the ICD can.